Event description:
It was reported that bd alaris smartsite gravity set was occluded the following information was received by the initial reporter with the following verbatim. It was reported by customer that it unable to drip/flow through the tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The back check valve was inverted. No other defects or abnormalities were observed. The set would not prime with gravity. The customer complaint was verified. From the manufacturer's investigation, the potential root cause of misassembly (inverted check valve) could be related to not following the assembly instructions, material accumulated or non-use of fixtures by the assembler. A quality alert was generated on august 05, 2025 to communicate and reinforce the correct following of assembly instructions and the use of fixtures. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.